Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lamp was a new product, however it is likely that the lamp went out due to initial failure.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The service technician found that lamp b was burned out. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported the light was not staying on. The issue was observed during preparation for use. There was no patient involvement.